Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam motorpack was returned for investigation. Visual inspection confirmed corrosion on the connector pins. The motorpack was opened and fluid ingress was observed. Functional testing of the motorpack with a handpiece and returned console confirmed that the handpeice did not home. Additionally, an e22 - motorpack error occurred. The handpiece connection indicator was red on the cpu, hecen succesful aquablation cycle could not be completed. As the returned console was identified to be functioning as intended, it is evident that the fluid ingress in the motorpack caused the issue reported in this complaint. Although the flickering of the console display could not be replicated, the issue was confirmed. If the motorpack was still wet which it was not, it would have likely caused the console to shut down as seen historically. A review of the device history records (DHR) for ab2000/serial number (B)(6) and aquabeam motorpack/lot number 20c00906 were performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints identified no other similar complaints that have been reported to procept. The aquabeam robotic system user manual, um0104-00, states the following: e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. 11.2.3 non-sterile: console, motorpack, and foot pedal connection. Connect the motorpack cable to the front of the console: - connect the motorpack plug on the front right port. - ensure the connector locks in place and the red marks on the motorpack and the console align. In-house investigation confirmed the reported failure mode; however, the cause of fluid ingress on the returned motorpack cannot be determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Adverse event problem: (B)(4). The aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that aquabeam motorpack to aquabeam console connection issues were encountered during the aquablation procedure, which were not able to be resolved during troubleshooting steps. The treating physician proceeded to abort the aquablation procedure and converted to a transurethral resection of the prostate (turp) surgical procedure. There were no adverse health consequences to the patient due to the reported event.